Manufacturer narrative:
Date of explant and patient's weight are unknown. Attempts were made to obtain complete event details. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patent experienced ineffective stimulation. Surgical intervention was undertaken in (B)(6) 2023 wherein the entire system was explanted to address the issue.